Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident. A technical support specialist (tss) spoke with the user regarding server access for updates and scans, provided an email outlining the process, and referred the user to the central office to confirm acas credentials. The system functioned as intended after technical support specialist investigate the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all users were unable to login and an error message stating "invalid username or password" was appearing. However, there were no delays or adverse events or injuries reported based on this event.